Manufacturer narrative:
The reservoir tube lip o ring is present seated. Intermittent button response on the esc button due to moisture damage on keypad traces noted. Broken reservoir tube lip noted. Cracked lcd window, cracked caveat lcd window corners, scratches on reservoir tube window, cracked battery tube threads, cracked belt clip slot and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's insulin pump was cracked and the rim of the reservoir area was coming out. The customer was unaware of how the damage occurred. The customer also stated that she had issues with the buttons not responding. The customer did not recall any significant events leading to the keypad issues. The customer's blood glucose was 220 mg/dl. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.